Event description:
It was reported that during the procedure outside of the patient body, the physician found the subject guidewire ptfe coating was came off. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Device evaluated by MFR: the device is not available to the manufacturer.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. The device history record (DHR) confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, visual and functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event description states "shredded off pieces of material". While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during the procedure outside of the patient body, the physician found the subject guidewire ptfe coating was came off. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.